Event description:
The customer reported that three pseudoaneurysms have occurred following vasoseal elite deployments. The actual dates of these incidents are not known, but it is believed that the pseudoaneurysms took place during the months of august and september.